Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After clearing the codes, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
It was determined that the cause of the issue was a calibration/limits/software therapy pcba.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device deliver energy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.